Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would not accept door closed when it is closed' was reproduced. A review of the event history log (ehl) revealed occurrences of "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the upper link screw was loose. The link requires reinstallation to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not accept door closed when it is closed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.